Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, the patient underwent treatment of a right common iliac artery aneurysm and bilateral internal iliac artery aneurysms with two gore excluder aaa endoprostheses. Reportedly, prior to the implant procedure the bilateral internal iliac arteries were coil embolized. After deployment of the both devices, an intraoperative angiography revealed compression of the ipsilateral leg component (rlt231218j/13725756). It was reported that the compression seemed to be due to the double radial force of the contralateral gate and the contralateral leg component pinching the ipsilateral leg. A bare metal stent was additionally implanted at the compressed area to repair the compression. Final angiography showed exclusion of the aneurysms, no evidence of endoleak, and good flow to lower extremities. The patient tolerated the procedure.